Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Review of the device confirmed the reported condition. The stress constraints at the junction of spikes exceeded the yield strength which ultimately led to the fracture of one spike. A design change has been implemented in order to modify the assembly method of the spikes and hence, increase their resistance by 50%. This MDR reportable event was identified to meet reporting requirements of 21 cfr 803 during an internal review and, therefore, is being filed retrospectively. The device listed in this report is used for treatment, not diagnosis.

Event description:
It was reported a tibial alignment guide was found with a broken spike. No further information has been provided at this time